Event description:
Upon interrogation, this cardiac resynchronization therapy-defibrillator (crt-d) device exhibited a pulse generator fault code following a manual capacitor reformation. The fault code indicates that the capacitors did not discharge to the programmed voltage. The device was explanted and returned to guidant for analysis.